Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿found that the rsoc values remained the same for the duration of the file¿ could be confirmed with one of the submitted log files. The log file was retrieved from an epc type system controller with 4.17 software revision. The finding of the battery fuel gauge voltage values was noted, which captured values outside of the expected ranges when connected to the 14v batteries/clips. Similar values were captured in log files retrieved from other epc system controller with 4.17 software revision. The evaluation could not determine a root cause of the unexpected battery fuel gauge voltage values captured in the log file. Attempt was made to obtain additional information from the customer regarding the serial number of the epc type system controller; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Serial number was unavailable, and the device history record could not be reviewed. Patient handbook (p.18 ¿ p.22), operating manual (section 8), instructions for use (section 12.4) covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. This includes low flow (red heart) alarms,¿ pump flow is less than 2.5 lpm, pump has stopped, perc lead is disconnected, or pump is not working properly. Periodically inspecting the equipment for damage is covered in the patient handbook. Important warnings relating to pump stops are described in patient handbook (p.1 - p.6, p.28 ¿ p.31), operating manual (section 4), and instructions for use (section 4). Heartmate ii lvas IFU, heartmate ii patient handbook section 5, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline fault alarm. Heartmate ii lvas IFU (section 2), heartmate ii patient handbook (section 2), covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU heartmate ii patient handbook , both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the epc controller was requested but has not yet been provided.

Event description:
Related manufacturer report number: 2916596-2020-06453 it was reported that further review of the epc controller log file revealed questionable relative state of charge (rsoc) values. These values remained the same for the duration of the file, which was nearly 11 days. These values indicate a potential issue with the epc controller.